Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that her cycler alarmed for a drain complication in drain 2 of 3. She found fluid leaking from the patient line and pd catheter connection. The patient line and catheter may not have been properly secured. She was advised to discontinue treatment and to contact her pd nurse. The set was not made available for evaluation. During follow up the patient reported that she was in her pd clinic the next day to continue pd treatment. She was prescribed prophylactic antibiotics and was advised to stop doing pd at home and come to the clinic for her pd treatments. No adverse event reported at this time.